Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high readings and air bubbles anomaly from the reservoir. The customer's blood glucose reading was 300-500 mg/dl. The customer had symptoms such as vomiting. After troubleshoot, the customer still received air bubbles. The customer declined to troubleshoot for high readings. The product was not returned for analysis.